Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, components of the cgm system were no longer connecting and the patient was not receiving glucose data. No additional event or patient information was provided. No data was provided for evaluation. Confirmation of the reported issue was not determined. A root cause could not be determined.